Event description:
Healthcare professional reported left side "capsular contracture baker grade 3", "pain on touch, hardening of breast", "peri-implant fluid", and "accentuated folds". Device remains implanted.

Manufacturer narrative:
(Email address): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3, seroma-late.